Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 27-may-2024, it was reported by the patient infusion set was leaking from site within 3 days of insertion. Infusion set was placed in abdomen. No further information was available.

Manufacturer narrative:
(B)(6).